Event description:
Report received from (B)(6) stating that the device does not function. Device was not used in surgery, it is unk if injury or medical intervention occurred. There as no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).